Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to a motor encoder signal being out of phase. Displacement test could not be performed due to the motor anomaly. The insulin pump was received with a cracked case at display window corners.

Event description:
It was reported that the customer received a motor error alarm. Nothing further was reported.